Event description:
Nurse report: the flexible grasper in the pediatric cystoscopy part of the hinge broke off in the patient. Surgeon used flexible grasper to grasp the stent that was in the patient. At that time the item broke off into the patient. Surgeon noted this immediately and another grasper was opened. Using this second grasper the surgeon removed the part that had broken off into the patient. Surgeon op report: the child was given a general anesthetic, placed in the lithotomy, and the penis was prepped with hibiclens and draped sterilely. Initially the meatus was sounded with the curved sounds, and subsequently the 9.5 french pediatric cystoscope was used to evaluate the urethra which appeared normal. The bladder was entered and the stent identified. I then used the grasper to grasp the stent and then the grasper subsequently broke with a small screw being left in the bladder. I then obtained another grasper, removed the stent, and then repeated cystoscopy and removed the small screw. There were no foreign bodies noted within the bladder, and the bladder was emptied, and the patient was awakened and taken to recovery room in stable condition.